Event description:
The facility representative reported a colleague infusion pump with "multiple images on screen." This condition had the potential to interrupt delivery. It is unknown when or where the reported condition occurred. There was no report of patient involvement, injury or medical intervention necessary. This condition had the potential to interrupt delivery. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Summary evaluation: the reported condition of a colleague infusion pump with multiple images on screen was confirmed and duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).